Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation.

Event description:
It was reported that a patient enrolled in a clinical study underwent left knee arthroplasty on (B)(6) 2009. Subsequently, the patient underwent an excision of a suture granuloma on the left knee on (B)(6) 2009. The wound was irrigated and no components were removed.